Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.(B)(4).

Event description:
Same case as MDR ID: 2134265-2016-12292. It was reported that a perforation occurred resulting in growth of an existing pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) was positioned in the patient and the 33mm watchman ® laa closure device & delivery system (wds) was advanced. The closure device was deployed and released. It was noted that the patient had an existing pericardial effusion. During the procedure a microperforation occurred and the pericardial effusion appeared to grow. Pericardiocentesis was performed; 120ccs oh blood was withdrawn. The issue was resolved. The patient remained stable, anesthesia maintained blood pressure. The patient was discharged to home the following day. No further patient complications were reported.